Event description:
During preparation for a coronary drug eluting stenting treatment procedure, the catheter shaft broke. The taxus express2 2.75x16mm drug eluting stent was being removed from the carrier tube when the shaft broke near the hypotube. The device was exchanged for another taxus express2 2.75x16mm drug eluting stent and the procedure was successfully completed. No pt complication occurred. Pt status is satisfactory.